Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a bloody leak from the diff mix chamber of the unicel dxh 800 coulter cellular analysis system. The customer was wearing ppe including gloves, lab coat, and eye protection at the time of the event. There was no report of exposure to mucous membrane or open wounds, and no one sought medical attention. Msds was not reviewed, but is readily available. The facility has exposure control plan. There was no death, injury, impact to patient results or treatment attributed or connected to this complaint.

Manufacturer narrative:
The field service engineer (fse) found the nrbc chamber was partially clogged with debris and overflowing. The fse flushed all four chambers, and verified drain solenoids. There was no further evidence of leaking. Repairs were verified as per established procedures, and the results met published performance specifications. The cause for the nrbc overflowing was that the drain line of the mix chamber was partially clogged with debris. Bec internal identifier for this complaint is (B)(4).